Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported back check valve failure during atg infusion. The nurse noticed the primary 500 ml bag was bulging and saw the atg secondary medication infusing up into the primary bag. The atg secondary bag was setup higher than the primary. There was no patient harm and no medical intervention was required. Although requested, no further patient/event information was reported.